Event description:
It was reported that pts controller had been switching power sources intermittently for the last couple of days. Reported both controller batteries being full and pt having power switches. Have rotate batteries and been unable to find issues. No bent pins or loose connections reported. Pt stated feeling well w/out issues. Pt hooked up to system monitor and lvad interrogated. No alarms noted on interrogation. All vad parameters wnl: controller examined for damage. None noted. No bent pins or loose connections. All battery examined, no bent pins or external damage noted. Data download sent to heartware pt to watch and see if he notices battery switching again and to mark and set aside batteries if this occurs and notify vad coordinator. Pt's wife called on (B)(6) 2016 to report a critical alarm that occurred on sunday while they were walking in the mall. Power port #1 not recognizing battery source, although fully charged battery was in port. Resolved with unplugging and re-plugging battery in. On call vad coordinator was not paged about this event. Pt also reports power swapping events occuring intermittently for the last week for which he was brought into the act on friday for. Pt to come to clinic today for evaluation and data download. Pt seen in clinic today. All labs looked good. Data download sent showing critical battery alarm the day before. Spoke to (B)(4), clinical specialist at hw about results. Per (B)(4), it is a communication issue between the controller and the battery ports. Although he did not feel that it was a pt safety issue, he felt it was ok to change the controller at this time as it will hopefully resolve the issue. No battery changes needed. (B)(6) notified of hw recommendation and would like to go ahead and change controller as pt and caregiver would feel more comfortable as they have had numerous issues w/this controller in the last week. Pt and caregiver in agreement to change controller. Pt sent to pre controller change vad parameters wnl, post controller change vad parameters wnl. Controller changed without issues. Vitals stable and pt discharged from act.